Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system and identified that the surgeon side console (ssc) was not connecting due to mismatched software levels across the carts. The fse back door programmed all carts to match the correct software levels and performed a system verification function (svf). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 31016 may be attributed to a mismatch in the software revision between one system and the other system, including the carts. The issue was resolved by reprogramming the carts to match the correct software levels and performing svf to confirm system readiness.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site reported that the system was powering up, and the surgeon side cart (ssc) was not connecting. On-site logs reflect that the ssc was at a different software level. The technical support engineer (tse) explained that the software would need to be updated to the correct software to use the surgeon side cart (ssc). The procedure was completing as planned with no reported injury.